Manufacturer narrative:
The device was received by the manufacturer on 2/19/2019. The reported complaint of the tubing separation was confirmed. The cause of the tubing separation was found to be due to the uv adhesive at the bond between the arterial tubing and female luer being not fully cured. This defect was due to a manual manufacturing process error. Available for eval: yes.

Manufacturer narrative:
The device was reported to be unavailable for further testing. In the case that additional information is obtained, a supplemental report will be submitted.

Event description:
It was reported, on an unspecified date, the tubing involved in the event disconnected between the stopcocks. There was no report of patient harm. No additional information is available at this time.